Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, in the attempt to replace a reload after a few fires, pieces of the reload were stuck on the adaptor and staff could not attach another reload. This occurred and or was noticed while the device was out of the patient. The adaptor and reload were replaced and the procedure was completed. There was no patient injury.